Event description:
It was reported that pump battery depleted too quickly and led to pump shutdown despite prior low power and shutdown alarms. There was no reported adverse impact to the customer¿s blood glucose level. Customer resumed insulin after shutdown, was advised to fully charge pump to 100% and participate in follow-up assessment, but did not respond to multiple follow-up attempts and ultimately abandoned case.